Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was not receiving effective stimulation coverage for her pain.. Subsequently, the patient underwent surgical intervention where an additional lead was implanted. The patient reported effective stimulation coverage and is doing well postoperative.